Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt stated that sometimes when they pass by computers or dialysis machines, or when they are near the air force base by where they live, their ins turns off and they get electrocuted. Pt clarified that they don't actually get electrocuted, but that it feels like a static shock. Pt said they have also experienced this when going through security and they have learned to turn their ins off. Pt said this has been going on since they had their first implant in 1999. The patient was directed to follow-up with their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID 7425, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type implantable neurostimulator, product ID 7425, lot# serial# (B)(4) implanted: (B)(6) 1999-, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.